Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 450 mg/dl. The current blood glucose level of customer was 189 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had not experienced symptom related with high blood glucose level. Customer was treated with manual insulin injection. Customer allege that insulin pump was under delivering insulin. The reservoir had air bubble which was noticed during therapy. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.